Manufacturer narrative:
D5,6; h2,3,4,6; added add'l info. D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number, k46e8m; cartridge position, loaded; casing position, midway; hook shroud condition, good; lockout slide position, unlocked; number of staples returned in cartridge, none; retaining pin position, forward; safety position, locked and trigger position, open/locked. Functional tests & results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; knob collar lockout slot condition, good; lockout slide tip condition, good; safety disengage properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed all the staples as designed with no difficulties noted. There were no anomalies noted with the formation of the staples. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the tl30 was used during a low anterior resection. It was reported by the affiliate after firing there was no closed formed staples. All were open and the staple line was ruptured. The surgeon sutured a purse string on the rectum and did the colorectal anastomosis with a circular stapler. The procedure took longer than normal. There was no cnsequence to the pt.